Event description:
It was reported that the patient presented for a routine follow up and the device could not be interrogated. There were no green lights on the programmer head and the magnet was applied but there was no tone. It was also reported that the device had reached elective replacement indicator (eri.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The analysis did not find a root cause of the rapid voltage depletion seen the save to disk voltage curve. There was an opening in the anode separator enclosure and no deposited material near the cathode tab.